Event description:
Ffrw oversensing on ra lead. Previously capped rv lead was reconnected. Oversensing was still noted in bipolar configuration post op after old pace sense lead was connected. Polarity was programmed tip to coil and this seem to rectify the oversensing (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).